Manufacturer narrative:
The device was received for evaluation. During visual inspection the pump door was observed shattered and the top plate has a metal indentation from the impact . The device passed all functional testing without any errors. The reported condition was verified. The cause was of the event was due to the device green door being damaged; potentially due to the device being dropped. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rotor green door of an exactamix automated compounding device was observed damaged. The damaged door was discovered during an unspecified process step prior to patient use. There was no patient involvement. No additional information is available.